Event description:
Pt. Received cerebral angiogram and embolization in nir. Patient has hx of first-time seizure and small left temporal ich due to dx of left sigmoid davf. At the completion of the endovascular embolization, while attempting to remove the balt eclipse micro balloon occlusion catheter (part no. Ecl2l6x9-dual lumen eclipse 2l 2.7f 6mmx9mm 160cm), the tip of the catheter broke off and became lodged in the distal left occipital artery. Subsequent angiography of the area found "no portion of catheter outside the occipital artery. Physician decided to leave the tip rather than attempt to remove it. High risk left transverse sigmoid dural arteriovenous fistula with arterial supply from left meningohypophyseal trunk, posterior auricular, middle meningeal artery, and transmastoid occipital branches. Extensive cortical venous reflux. Successful onyx embolization of the dural arteriovenous fistula with no residual arteriovenous shunting. After completion of embolization, the tip of the eclipse micro balloon fragmented in the distal left occipital artery. Angiography demonstrated no portion of catheter outside the distal occipital artery. FDA safety report ID # (B)(4).